Manufacturer narrative:
H6: work order search: no similar complaint was reported for units within the same lot. Claim#: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the lens failed to open within the anterior chamber, making manipulation difficult. This difficulty led to iris bleeding and resulted in the lens making contact with the anterior lens capsule during the removal maneuver. The lens was removed during the same surgery. Additional information has been requested but none has been forthcoming.